Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 225 mg/dl, 115 mg/dl, 93 mg/dl and 85 mg/dl. Customer no longer has strips from this incident. No death or serious injury reported. Requested return of suspect device and replacement was sent.